Event description:
A customer obtained multiple erroneously elevated troponin (accutni) results on several patients. Subsequent testing on a different instrument produced results in a lower clinical category. Actual results were not supplied. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications before the event, but was failing after the event.. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm). The fse replaced parts. All verification testing passed after completion of repairs. Although hardware issues were addressed, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.